Event description:
The account alleged that when he presses the head up switch, the hi/low will lower and when he presses the hi/low down switch the head will raise.

Manufacturer narrative:
The account stated, they are no longer having a problem with this bed. Nothing was done to repair the bed.